Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during skin closure in an open laminectomy procedure, the needle became dull during use. The strand and the loop broke as the suture was being anchored. It was noted that the physician was grabbing the needle by the point to pull it through the skin, and a nurse mentioned that the physician was very rough on the suture. An additional new suture was used without issue. No patient complications have been reported as a result of this event.